Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. The surgeon reported a 1-2cm lateral shift from the medial side of the trial after resection. The surgeon attempted to correct this shift with re-verification of checkpoints, re-registration of the bone and recollection of the patient landmark. The surgeon determined that the proper course of action was to convert to a total knee replacement procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was conducted by mako surgical with regard to this event. The investigation performed determined that the root cause is a combination of the following: non-optimal bone registration technique. Array shift compounded by non-compliant checkpoint check technique. A bone array shift is the primary root cause of the shifted implant; a shifted bone array could result in a resection location different than expected. The bone array shift was confirmed following review of the case files. The investigation also found that user error occurred, the surgeon manipulated the checkpoint, thereby circumventing the designed mitigation for an array shift.